Event description:
Hospital advised that the device alarmed and displayed "instrument malfunction" when the user turned the pump on and prior to being used on a patient. This pump was not on a patient at the time. The alarm notified the caregiver that an action was required.